Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the pulse generator's atrial port would not accept the lead. The device was not used and a new device was placed successfully. The patient was in good condition.

Manufacturer narrative:
Final analysis found medical adhesive and epoxy contamination on the a-ring contact spring. This contributed to the lead not being able to be inserted. This is a manufacturing anomaly to allow epoxy and or medical adhesive to contaminate the contact spring.